Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and long trace displays unexpected battery power loss, problem isolated to electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s batteries lasted less than 5 days. No harm requiring medical intervention was reported. The device will be returned for analysis.